Event description:
Ous MDR. After an implantation period of 42 months ventricular oversensing was reported. Biotronik has no further information regarding a planned revision of the lead. Should any details become available, we will inform you accordingly. The lead is still active and implanted. No adverse patient side effects have been reported.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available trend curves demonstrated a stable pacing impedance around 400 ohms between (B)(6) 2016 with a subsequent sudden decrease down to 150 ohms. Furthermore the provided iegms showed noise on the ventricular channel which led to vf detection as mentioned in the complaint description. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.